Manufacturer narrative:
(B)(4). Batch # m9232u. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported the white tissue pad was fallen off during procedure. It's the 3rd time to use the device. There was no report on the patient injury.